Manufacturer narrative:
A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends.

Manufacturer narrative:
(B)(4).

Event description:
Ref: (B)(4) refer to the same ftr. According to the reporter: both staple loads misfired. The staples did not form completely and were not in the proper b shape a small portion of the stomach did have to be resected. An echelon was opened and it misfired as well. Surgeon later stated the stomach was very thick. No more than 500s of blood loss occurred and the case was not extended loner than 30 mins. Did the difficulty result in any tissue damage or patient injury?:yes, a small portion of the stomach needed to be resected.